Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. No additional info has been reported to allergan regarding the serial number.

Event description:
Healthcare professional reported a lap-band port with "a leak at tubing connection," first noticed when the pt "lost restriction." The lap-band port was explanted and replaced.